Manufacturer narrative:
H3: one used sample was returned for evaluation. Visual inspection found no damage or anomalies. To replicate clinical use, the cassette was filled with 250ml of water using an ICU medical provided syringe. During the filling process, a leak was observed originating from the connector-tubing junction. Then the cassette was installed onto a cadd solis 2110 pump. The returned extension set was connected to the nrfit connector and 10ml of priming was performed. A leak was observed again from the same location, the connector-tubing junction. Note that no leaks were observed from the extension set tubing, the incident is only isolated to the cassette and cassette tubing. The cassette connector was pull tested at the connector-tubing junction using a chatillon pull tester as per manufacturing procedure. A result of 8.9 lbf was observed. A channel was observed from the tubing-connector junction. The complaint of leakage was confirmed, and the probable cause was unknown. A device history record could not be completed as no lot number was received.

Event description:
It was stated that there was leakage from the connection with the extension set. A small amount of leakage was observed when the drug solution was initially filled before use. Despite this, the set was used as is, and leakage was confirmed again during the latter half of the delivery (approximately 4¿5 hours later) the event occurred during patient use. There was no reported patient harm/adverse event.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.